Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 the actual device was received for evaluation. Visual inspection upon receipt found that the actual sample was a piece of substance black in color approximately 290mm in length. Magnifying inspection found it had a semi circler groove on the surface along the total length in the lengthwise direction, with the one end having an acute-angled cut cross-section. Electron microscopic inspection of the grooved segment revealed dispersed particles on the surface. Elementary analysis of the particle identified it as tungsten. Terumo's guidewire contains tungsten in the state of being dispersed on the surface of the urethane outer layer for the purpose of enhancing the radiopacity of the wire. The state of dispersion of the tungsten particles was found to be similar to that of the product sample. The actual sample was ft-ir evaluated and found to have the spectrum which was very similar to that of our guide wire (polyurethane). Based on the results, the actual sample is mostly like a urethane outer layer sheared from the terumo guidewire product. Reproductive testing was performed on a current guidewire product sample. The sample was inserted into a metallic needle and withdrawn from it. The urethane outer layer was sheared from the product sample. The sheared piece was found to be in the state very similar to that of the actual device. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the shipping inspection record. IFU states: do not manipulate/withdraw the glidewire endoscopic(urologic) wire through a metal entry needle, metal dilator or metal devices with sharp or rasping edges. Manipulation and/or withdrawal through a metal device with sharp or rasping edges may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation result, it is likely that the actual sample is most likely to be a piece of the urethane outer layer sheared off the actual device. It is likely that the actual device was pulled through a metallic needle used in combination with the actual device in the state of having contact with the edge of the metallic needle, resulting in the shearing of the urethane outer layer. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that a terumo radifocus guidewire was used in a nephrostomy case. It was inserted into the patient through 18g metallic entry needle (hanako medical). With resistance observed, it became difficult to advance it any farther. It was removed and changed out to a wire (hanako medical), and a dilator (cook) was inserted over the wire. The procedure was proceeded with a pig-tail catheter 7fr. (Hanako medical). Later, when the patient underwent a CT examination for another surgery at another facility, to treat the disease, a foreign substance was found remaining in the body. The foreign substance was removed from the patient during the surgery. The procedure outcome was reported to be unknown. The patient recovered from the serious injury.